Event description:
Information received by medtronic indicated that the golden part was loose on the battery cap. Customer stated the insulin pump had a pump error alarm. Customer was able to clear the alarm and able to complete pump rewind. Customer stated they performed a self test and test was passed. No harm requiring medical intervention was reported. Troubleshooting was performed, and the customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.